Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a couple of month ago she was receiving no delivery alarms and had to change the site multiple times. The customer stated the insulin pump had been working well but now her blood glucose level has been high. The customer reported she received a no delivery alarm during bolus and she experienced high blood glucose of 490 mg/dl the night prior to calling. She treated with manual injection and was able to lower her blood glucose but the insulin pump is not keeping it down anymore. No troubleshooting was done as the call got disconnected.